Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tonsillectomy, the evac 70 xtra started smoking more the usual from the electrode when the ablate function was activated. There was no s&n backup device available, procedure was completed with scissors and bipolar forceps. No delay or patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. Review of complaint history of the reported lot number for the past 3 years found one other similar complaints. A review of manufacturing records for the reported lot number found no non-conformance's or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The device was returned with cut saline- and suction lines; during functional evaluation the device was connected to a compatible quantum2 controller and did work. The suction- and the saline line was tested by using a syringe and performed as intended. The complaint was not verified and the root cause could not be determined with certainty. Possible factors which contribute to the reported event are: includes (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and (5)fluid management. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.